Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were two small scratches on the black portion of the screen, not on the actual touch part of the screen. Reportedly, the user believed the scratches are on the screen protector. However, the user did not want to remove the screen protector to verify. There was no impact to the user's blood glucose level.